Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded arrhythmia episodes with right atrial (ra) lead and shock channels over sensing of what appears to be electromagnetic interference (emi) or myopotential. The patient has parkinson's disease and has prominent visible tremors. The physician did not know if the patient had other implanted devices or external devices that may cause the emi. Rythmiq episodes were stored with brady mode change from dual chamber pacing and sensing to atrial pacing and sensing. Pacemaker mediated tachycardia (pmt) episodes were stored in configured collection period. The rhythm appears atrial, or sinus driven. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.